Event description:
It was reported the pt has been experiencing ineffective stimulation therapy for almost a year. The pt also reported experiencing difficulty initiating communication with the system receiver. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.